Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer declined troubleshooting with tandem technical support (cts) to determine a possible cause of the occlusion. Reportedly, a supply change was performed to address the occlusion. Cts educated the customer in regards to the cartridge air removal process as the customer was unaware of this process.